Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Device was originally reported as returning; however, additional information reported that the device is not returning.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic catheterization procedure. Reportedly, the proglide was advanced into the artery and the sutures were deployed. Reportedly, when attempting to remove the proglide device, the device was stuck and could not be removed. It seemed that the foot did not retract completely before attempting to remove the device. Cut down surgery was performed to remove the proglide device and achieve hemostasis. There was no adverse patient sequela. As the patient required surgery, there was a reported clinically significant delay in the procedure or therapy and hospitalization was prolonged. No additional information was provided.